Event description:
During the insertion of two dental implants in the lower jaw, the implants broke in the head region. An osteotomy was performed to remove the root pieces of the implant from the bone. The doctor reported using a torpedo bur to perform the osteotomy. After the implant pieces were removed a different type of implant was used to finish the procedure.

Manufacturer narrative:
The 3m's surgical guide does not recommend use of the (B)(4) quality bone. The dentist also reported that a torque wrench was not used. The 3m recommends the use of a torque wrench to avoid exceeding the maximum torque of the implant during placement. The implants involved in this case were returned to 3m espe for evaluation. There was evidence of damage consistent with the procedure performed to remove them.